Event description:
It was reported that a pt fell and the customer requested that bed exit be checked.

Manufacturer narrative:
Investigation ongoing; details of alleged fall are not known at filing date. F/u will be filed as necessary based upon investigation results.